Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the while trying to fill the tubing his insulin kept squirting out. Drive support cap started coming out. Also reported that customer had a chip on the retainer ring and the reservoir was able to lock in into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify prime/fill anomalies due to detached end cap. Device received with cracked reservoir tube lip and broken battery tube threads and cracked reservoir tube window. The test infusion set and reservoir does lock into place.